Manufacturer narrative:
The thv training manuals instruct the operator in the presence of severe acute aortic insufficiency after bav, the thv should be quickly deployed. Also, if hemodynamics fail to improve, consider pharmacological support, mechanical support and/or quick deployment of the thv. This is particularly in patients with hypertrophic ventricle, pulmonary hypertension, or poor rv function. If the patient remains unstable, despite vasopressor agents and thv deployment, then proceed with mechanical support. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the ¿acute¿ ar and the transient av block post bav cannot be confirmed. Procedural factors (bav of the native aortic valve, anesthesia care, pressure of the device on the cardiac structures), in addition to patient (1st degree av block, severe valvular calcification, possible poor lv function) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-01086.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, during the balloon aortic valvuloplasty (bav), a 23mm edwards bav catheter was unable to cross the native aortic valve. An attempt was also made with a 20mm edwards bav catheter; however, the 20mm bav catheter was also unable to cross the aortic valve. Bav was then performed with a 20mm non-edwards bav catheter and then repeated with the 23mm edwards bav catheter. During bav, angiography revealed a leak to the left ventricle at the non-coronary cusp (ncc) side. Following bav, ¿acute¿ aortic regurgitation (ar) occurred. Vasopressor was given twice. To correct the ar, a 26mm sapien 3 valve was immediately inserted. Another vasopressor dose was given and cardiac massage was initiated. The blood pressure rose to 80 mmhg once, but dropped to 30 mmhg when the sapien 3 valve crossed the aortic valve. The sapien 3 valve was immediately deployed in a 50:50 aortic/ventricular (a/v) position with 1ml less than nominal volume. Following valve deployment, the blood pressure returned to more than 100 mmhg. Following bav, transient av block was also observed. Temporary pacing was initiated. The patient was in stable condition at the end of the procedure. Post procedure, left bundle branch block (lbbb) was observed. On postoperative day (pod) 12, complete av block occurred. A permanent pacemaker (ppm) was implanted on pod14. The native annular diameter measured 24.5mm by CT. Severe valvular calcification and mild aortic root calcification was reported.